Event description:
It was reported that during 5th pass of needle, the needle broke at the tip and mid shaft. The surgeon had to make a larger incision to find the broken needle tip which was in the patient's shoulder. The case was delayed for an hour because of the broken needle tip. Used another scorpion to complete the case. Procedure was an rcr. Rep stated no change in procedure and patient is doing fine to date. Both pieces of needle were retrieved.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The most likely cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.